Event description:
It was reported by the rep that (1) hp052 was not used during an unknown procedure. It was reported that the device received a constant tone. The device was tested with a test tip and found to be non-functional. There was no patient consequence.